Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported while a patient was wearing a pod for between 24 and 36 hours their blood glucose level rose to over 400 mg/dl. It was reported that the cannula was found to have not deployed as it was not visible upon removal from the infusion site. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Upon investigation of the needle mechanism, no defects, damages or defects were found that may contribute to a malfunction. The device ran for 3283 pulses and then was deactivated.